Manufacturer narrative:
Attempts have been made to obtain missing information; however, to date, the information has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The customer reported defective or damaged lens with 17 intraocular lenses (iols). No further information was provided. This report is eight (8) out of seventeen (17). Separate reports will be submitted for the other lenses.